Event description:
It was reported to philips healthcare that the heartstart xl+ defibrillator was received by the customer with a label in the incorrect language applied to the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A philips representative confirmed the reported issue. The customer was sent a replacement label in the correct language to resolve the issue. The device remains at the customer site. The issue was localized to an internal processing error. Retraining was provided to the involved operators.